Event description:
An altitude alarm was reported by the distributor, causing the customer's insulin delivery to be suspended. There was no information available about the customer's blood glucose level during the event. Technical support instructed the customer to clean the speaker holes and replace the pump's cartridge, yet the alarm persisted. As a resolution, technical support decided to replace the pump, which was covered under warranty. The customer declined to share what backup therapy would be used to ensure insulin delivery was not interrupted. Additional instructions were provided to facilitate the return of the defective pump.